Event description:
It was reported that a user experienced prolonged high glucose readings up to 324 while using an ilet system with an inset infusion set on the abdomen and a libre 3+ sensor after not announcing breakfast and dinner; a supply and site change were performed with insulin delivery resumed, and education was provided on meal announcing and eating when out of range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the event was associated with improper or incorrect procedure related to the user interface, specifically failure to announce meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.